Event description:
For manufacturer awareness of potential for error with packaging verbiage. On [date redacted], wrong vascular catheter type was implanted. The catheter placed was an ash cath and patient supposed to have apheresis catheter placed. No patient harm. Findings from facility review of event include that packaging has no mention of ash catheter anywhere. Packaging verbiage includes: 14frx32cm split cath iii. Catheter set. Thank you for any consideration to updates to packaging as safety measure.